Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the firing lever got stuck as the surgeon squeezed it. It was not possible to squeeze it. The case was completed with another device and with no pt consequence.